Manufacturer narrative:
The service engineer (se) inspected the device, and performed extended self-testing on the device and all tests passed. A review of the ventilators logs indicates that the ventilator generated a background alert and entered into backup ventilation. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, while in use on a patient a 980 ventilator went into an inoperable status. The patient was manually ventilated via an ambu bag and then placed on an alternate ventilator without any negative patient impact (harm or injury).